Manufacturer narrative:
Concomitant medical product product ID: l-evprop23-29; product lot/serial number: (B)(6); product type: heart valves product ID: d-evprop23-29; product lot/serial number: (B)(6); product type: heart valves product ID: l-evprop23-29; product lot/serial number: (B)(6); product type: heart valves product ID: d-evprop23-29; product lot/serial number: (B)(6); product type: heart valves product ID: evproplus-26; product lot/serial number: (B)(6); product type: heart valves; implant date: (B)(6) 2023 product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a heavily calcified aortic annulus, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 18 mm vacsiii balloon. Upon first deployment of the valve, severe under-expansion was observed. The valve was recaptured and positioned a little lower. Upon deployment, strong under-expansion of the valve frame was observed again in addition to an infold. The valve system was withdrawn from the patient and was not used. Another pre-implant bav was performed with a 20 mm vacsiii balloon, then a new valve system was used to successfully complete the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
Updated: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the patient¿s heavily calcified aortic annulus contributed to the under-expansion and infold. It was reported that a procedural delay occurred as a result of the under-expansion and infold.

Manufacturer narrative:
H10 - product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis lab loaded inside the delivery system. The valve was removed from the delivery catheter system (dcs) and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit fully submerged in clear 0.2% glutaraldehyde solution. All leaflets were dry, stiff, and slightly flexible. Severe creases were found on all leaflets. As received, all leaflets were in a semi-closed position with a gap between the free margins. Bloody tissue was found on all commissures. All commissures were intact. The valve was received in a crimped state. The inflow showed a d-shaped appearance. Severe creases were found on the tissue. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being in a loaded position inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess against the reported event. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was not returned to medtronic, so no product analysis could be performed. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: upon review of the information provided, the primary event of valve underexpansion and infold, resulting in recapture x2 and subsequent removal of the system (per instructions for use (IFU) instructions) and the use and successful implant of a new pro+ system, is assessed as likely related to the pro+ valve. Of note, the patient had a heavily calcified aortic annulus. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the pro+ valve. The reported harms and severities are documented in the risk files and IFU. No further safety assessment is required at this time. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: media files and a static image were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided; but the image is very dark thus it is not possible to confirm a good load. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. It was reported that a recapture was performed due to severe under expansion. An infold is noticeable after one recapture. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The implanting team followed best practices and the infolded valve was removed and a new valve was used for the implant. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this event, it was reported that the patient¿s heavily calcified aortic annulus contributed to the under-expansion and infold. In this case, a post-balloon aortic valvuloplasty (bav) was not reported for this valve. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter device. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.